Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 4max reperfusion catheter. The physician felt that the 4max reperfusion catheter was interacting oddly with the guide wire. It was removed from the patient and a new 4max reperfusion catheter was used. There is no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the 4maxc was ovalized approximately 52.5 and 55.5 cm from the distal tip. The 4maxc had a guide wire stuck inside the lumen. The distal tip of the guide wire was folded inside the lumen of the 4maxc. The proximal end of the guide wire that's exposed out of the rotating hemostasis valve diameter is 0.0157. Conclusion: the complaint has been evaluated. The complaint indicates that the guide wire was interfacing oddly with the 4maxc. Evaluation of the returned device revealed that the distal tip of the guide wire was folded inside the lumen of the 4maxc. This likely caused the oddly interfacing that was felt between the guide wire and the 4maxc. The 4maxc was also ovalized on proximal end of the shaft. The cause of the ovalization in the 4maxc is unknown but may have occurred during handling when placing the catheter into the patient. It likely that the guide wire was improperly introduced through the hub of the catheter, which resulted in the guide wire getting stuck in the catheter lumen. The cause of this complaint could have been a user error. The penumbra system 4max reperfusion catheters are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.